Event description:
A patient reported experiencing inaccurate erratic results with their meter. The patient's blood glucose results were 230 mg/dl, 245 mg/dl, 80 mg/dl. Tests were done within < 10 minutes with a difference of 53%. Patient did not experience any adverse events. No further information has been reported.